Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2023. On (B)(6) 2023, the patient¿s parent reported inaccurate cgm values which occurred three days after the sensor had been inserted into the arm. Starting april 29, the patient experienced inaccurate cgm values; his cgm/omnipod alerted during the night for a value of 48 mg/dl. His father treated him with orange juice; however, the cgm continued to display a low value. A bg was performed which was approximately 300 mg/dl. On may 1st in the morning, the patient woke, feeling sick (nauseated) and his cgm alerted for a value of 54 mg/dl. His mother performed a bg which was 224 mg/dl and his ketones were elevated. At the time of the report (0850), the patient was hospitalized for hyperglycemia and treated with IV fluids and insulin. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the d, c zone of the parkes error grid. The data investigation found a difference in values that fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.